Manufacturer narrative:
E1: (B)(6). H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that soft cannula was found crimped upon removal from infusion site and patient ws hospitalized. Length of hospitalization was 10 hours. The infusion set was in use for 1-2 hour long. Blood glucose at the time of event was noticed 28 mmol/l. No further information was available.